Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported infusion set tubing came apart. Infusion set was located on abdomen. No further information available.